Manufacturer narrative:
Only the empty lens carton and lens case was returned with the packaging inserts. There is no damage observed to the lens case or the locking arm mechanism. The locking mechanisms work as intended. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause could not be determined for the reported complaint. The iol (intraocular lens) was not returned for an evaluation. Qualified associated products were indicated. The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd (ophthalmic viscosurgical device) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation, the physician noticed a scratch on the lens, it appeared on lens optic inside, not in folding process. The procedure completed the same day, additional information has been requested, yet no new information received.